Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a pocket failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed. A field service engineer (fse) rebooted the station, and the cables and retractor band were checked. The control board cable was found to be seated. The fse ran hardware test application, and all tests were successful. Customer inventory was completed successfully. The system functioned as intended after the field service engineer repaired the device.